Event description:
A pump with failure code 199:117 with 5 battery discharges below the alarm threshold. This occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative.